Event description:
This medwatch form is being submitted on behalf of a family member of a pt. The equipment in question is a stryker t-pump which is used to provide localized warming and cooling treatment therapy using defined temperature control settings. This submission relates to the keen awareness of a family member and his ability to consider a situation and offer recommendations related to altering device outcomes. This individual noticed water leakage on the bed after being away from the pt room or an extended period of time. While many possibilities could be offered for how the water loss occurred, his focus is not associated with the reasons for the water loss. Rather, his purpose is to alert the FDA and the manufacturer to a product enhancement which he believes has the potential to prevent injuries from occurring in the future. Product enhancement: create an automatic shut-off feature when pressure levels drop dramatically, or drop at a rate above normal water loss level involved with heat therapy. This could prevent large amounts of water from escaping out of the water vessel, tubing, or pad and possibly onto the floor, creating a trip hazard. While there is an automatic shut off available when device issues arise (including alarming when the vessel has very low levels of water). The alarm could be enhanced to include another scenario. That is, if the vessel was completely full (and not empty) and for example, the tubing was pinched and created a hole for water to escape, the device would alarm because it was a sudden, unexpected water loss and higher loss than would normally be evident with heat therapy. On (B)(6) 2015, the device, tubing and pads were checked and no leaks were apparent. Further testing will be performed on this device, along with consult with the manufacturer.